Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a ¿loss of therapeutic effect.¿ it was stated the patient had chronic obstructive pulmonary disease (copd) and was hospitalized for 30 days for an ¿extreme amount of excruciating coughing.¿ it was noted the patient was hospitalized for her copd condition 18 days after implant and ¿that was when everything went haywire with her bladder again¿ and that ¿the coughing did some damage to the bladder.¿ the patient reported ¿loss of bladder control¿ and stated her bladder felt like ¿how a fish comes out of the water and gulps.¿ it was stated the patient ¿had to wear a diaper and it was completely wet.¿ the patient noted that she ¿had some issues with leaking in the past, but not like this¿ and added ¿at least I didn¿t have to wear a diaper.¿ the patient was reprogrammed the day prior to report, where their health care provider (hcp) ¿tried all four programs but program 3 at 1.4 volts seemed to work best.¿ it was noted that at the time of report the patient had increased her stimulation to 2.7 volts on program 3, but was ¿not getting any therapeutic effect.¿ it was stated that if the patient increased her stimulation any higher ¿it would be uncomfortable for her.¿ the patient stated her hcp may perform additional programming at a future date. Additional information stated the patient was ¿still having concerns regarding their device or therapy but she was working with her physician or manufacturer representative.¿ it was noted the patient had an appointment scheduled for (B)(6) 2013. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v152151, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).